Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure within the colon on an unknown date. According to the complainant, even though the handle was fully actuated, the wallflex stent would not deploy off the catheter; the back end of the stent was still constrained in the delivery system. The stent was removed from the scope in a partially deployed state, and another wallflex device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.